Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual testing was performed. Visual inspection found damage to front cover and blank lcd. The device was evaluated and the problem was duplicated. The root cause of the reported issue was found to be damaged lcd screen; unable to determine how this was caused. Replaced pcb and front cover. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device's lcd is not working. No patient injury was reported.